Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ('essure removal') in a 47-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida (4 pregnancies) and smoker (1 pack/day). Concurrent conditions included overweight. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 10 years 10 months after insertion of essure. On an unknown date, the patient experienced fibromyalgia ("fibromyalgia pain"), arthralgia ("joint pain"), migraine ("migraines "), ear infection ("recurring ear infections"), rhinitis ("nose infections"), pharyngitis ("throat infections") and bladder irritation ("bladder irritation"). The patient was treated with surgery (total ovary-sparing hysterectomy via celioscopy). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal had resolved and the fibromyalgia, arthralgia, migraine, ear infection, rhinitis, pharyngitis and bladder irritation outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. The reporter considered arthralgia, bladder irritation, ear infection, fibromyalgia, migraine, pharyngitis and rhinitis to be unrelated to essure. The reporter commented: batch number unknown/ serial number not reported. Essure was removed at the request of the patient in (B)(6) 2020 due to teh numerous symptoms. Intervention was a celioscopy with bilateral cornectomy for removal of essure, complementary total hysterectomy. Immediate surgical aftermath was uneventful, patient discharged with analgesic medication and prophylactic anticoagulation. The essure was sent to the medical device vigilance department for reporting. Reporter stated: causality no/ do not know. Outcome was unknown at time of report (recent surgery), but was expected at 6 months post surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Quality-safety evaluation of ptc: the investigation of the sample could not confirm any quality defect. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ('essure removal') in a (B)(6) year old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida (4 pregnancies) and smoker (1 pack/day). Concurrent conditions included overweight. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 10 years 10 months after insertion of essure. On an unknown date, the patient experienced fibromyalgia ("fibromyalgia pain"), arthralgia ("joint pain"), migraine ("migraines "), ear infection ("recurring ear infections"), rhinitis ("nose infections"), pharyngitis ("throat infections") and bladder irritation ("bladder irritation"). The patient was treated with surgery (total ovary-sparing hysterectomy via celioscopy). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal had resolved and the fibromyalgia, arthralgia, migraine, ear infection, rhinitis, pharyngitis and bladder irritation outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. The reporter considered arthralgia, bladder irritation, ear infection, fibromyalgia, migraine, pharyngitis and rhinitis to be unrelated to essure. The reporter commented: batch number unknown/ serial number not reported. Essure was removed at the request of the patient in (B)(6) 2020 due to teh numerous symptoms. Intervention was a celioscopy with bilateral cornectomy for removal of essure, complementary total hysterectomy. Immediate surgical aftermath was uneventful, patient discharged with analgesic medication and prophylactic anticoagulation. The essure was sent to the medical device vigilance department for reporting. Reporter stated: causality no/ do not know. Outcome was unknown at time of report (recent surgery), but was expected at 6 months post surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("essure removal") in a 47-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida (4 pregnancies) and smoker (1 pack/day). Concurrent conditions included overweight. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 10 years 10 months after insertion of essure. On an unknown date, the patient experienced fibromyalgia ("fibromyalgia pain"), arthralgia ("joint pain"), migraine ("migraines"), ear infection ("recurring ear infections"), rhinitis ("nose infections"), pharyngitis ("throat infections") and bladder irritation ("bladder irritation"). The patient was treated with surgery (total ovary-sparing hysterectomy via celioscopy). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal had resolved and the fibromyalgia, arthralgia, migraine, ear infection, rhinitis, pharyngitis and bladder irritation outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. The reporter considered arthralgia, bladder irritation, ear infection, fibromyalgia, migraine, pharyngitis and rhinitis to be unrelated to essure. The reporter commented: batch number unknown/ serial number not reported. Essure was removed at the request of the patient in (B)(6) 2020 due to the numerous symptoms. Intervention was a celioscopy with bilateral cornectomy for removal of essure, complementary total hysterectomy. Immediate surgical aftermath was uneventful, patient discharged with analgesic medication and prophylactic anticoagulation. The essure was sent to the medical device vigilance department for reporting. Reporter stated: causality no/ do not know. Outcome was unknown at time of report (recent surgery), but was expected at 6 months post surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.